Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (500 mg, once daily, intraperitoneal, ongoing) and amikacin injection (250 mg, once daily, intraperitoneal, discontinued on the same day). The following day the patient was treated with meropenem injection (500 mg, twice daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from the peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.